Event description:
The customer reported an audio issue with their mx40 device. There was no patient harm reported by the customer.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.